Manufacturer narrative:
(B)(4). Eval results and conclusion: (root cause of the reported event is unk, limited info). Eval summary: the device was returned to the manufacturing facility for eval. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. One strut on the first distal segment was raised. The distal tip was frayed. The balloon folds on the proximal pillow were partially opened and disturbed.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 9 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in the cx, with some calcification. The integrity rx device could not pass the lesion and the device was removed. The struts of the stent were noted to be damaged on removal. The physician reported that it was unk if the damage had occurred before use. No clinical sequelae were reported.